Event description:
It was reported that the customer was hospitalized for hbgs. The customer had hbgs for the past two days to the event. It was conveyed that the customer is still having hbgs and is being treated with an IV. It was indicated that the customer did not change out entire set and site to resolve the hbgs. At that time, the customer was instructed to change out entire set and site. In addition, the customer was told to follow the two hbg rule.